Manufacturer narrative:
The customer was given part number and pricing for a replacement battery and was informed that there is a global ship hold.

Event description:
It was reported to philips that the device need a "calibration of the battery". There was no reported patient involvement/adverse patient impact.